Event description:
It was reported that the patient experienced dizziness/near syncope. It was also reported that the right ventricular (rv) lead exhibited loss of capture on the current electrograms (egm). It was noted that the patient expired approximately four days later. Cause of death was not provided. The lead remains in the patient.

Manufacturer narrative:
Continued from d10: 5076-45 lead, implanted (B)(6) 2004 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.